Event description:
It was reported by the sale rep that, during a lap cholecystectomy procedure, the device jammed during firing. A new device was opened to complete the case. There were no pt consequences. One device will be returned.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned with the jaws misaligned. The instrument was cycled and ejected 4 clips due to a misassembled lifter spring; formed 3 scissor clips due to the condition of the jaws; and the remaining 2 clips were formed within manufacturing requirements. No jamming issues were noted during the analysis.